Manufacturer narrative:
This ipg serial number was included in field advisories. 1627487-05242011-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the ipg was unable to communicate with any external devices and the patient programmer displayed an error message. Reportedly, the patient last recharged his ipg one month ago and lost stimulation about 3 weeks ago. Consequently, the sjm representative met with the patient and confirmed the device as inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.